Event description:
Boston scientific received information that this right ventricular (rv) lead displayed increasing pacing threshold measurements at 3.5 at 0.5ms. Additionally, pacing impedance measurements had increased from the previous year at 550 ohms to 1,100 ohms. During a routine device replacement procedure, the physician elected to explant and replace the rv lead. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.